Event description:
It was reported that the surgeon was using standard coag when machine began to "spark out of control". Power was set at 70 watts but surgical effect appeared to be stronger. A small hole was blown in the auxilliary vein.